Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat# 1650de; exp date:04/30/2013; mfg. Date: 04/30/2012: product returned on 05/19/2016. (B)(4). Battery/(B)(4); cat# 1650de; exp date:03/31/2013; mfg. Date: 03/31/2012: product returned on 05/19/2016. Battery/(B)(4); cat# 1650de; exp date:04/30/2013; mfg. Date: 04/30/2012: product returned on 05/19/2016. Battery/(B)(4); cat# 1650de; exp date:05/31/2015; mfg. Date:05/31/2014: product returned on 05/19/2016. Battery/(B)(4); cat# 1650de; exp date:03/31/2015; mfg. Date:03/31/2014: product returned on 05/19/2016. Battery/(B)(4); cat# 1650de; exp date:04/30/2015; mfg. Date:04/30/2014: product returned on 05/19/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the site vad coordinator that the internal clock of a patient's controller was set to 1/1/2000 on (B)(6) 2014. A preliminary review of the controller log files confirmed the reported event. The site was asked to change out the controller if the patient's condition permitted. Additional information was later received by (B)(4) that the user had also noted frequent beeps from the batteries associated with the controller's clock issues.

Manufacturer narrative:
Battery/(B)(4). It was reported that the internal clock was reset to zero and that the patient was experiencing premature power switching. A controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing records confirmed that the (B)(4) met all requirements for release. Log file analysis revealed that the controller did not contain the smr upgrade. Log file analysis revealed that the real-time clock was reset to zero (year 2000), confirming the reported event. A review of the data file revealed several premature power switching events involving (B)(4). Failure analysis of the controller revealed that the unit passed visual inspection but failed functional testing due to a real-time clock that was reset to zero. The controller was allowed to run for an extended period of time to charge the real-time clock. After running the controller, the controller was unable to retain the date and time. Supplemental testing revealed that the internal battery that powers the real-time clock was unable to hold charge. Failure analysis of (B)(4) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the batteries passed visual inspection but failed functional testing due to faulty cell pairs. The most likely root cause of the premature power switching events can be attributed to communication errors between the controller and batteries and batteries with faulty lishen cells within the hvad battery pack. An internal investigation has been open to evaluate the communication errors and faulty cells. The most likely root cause of the reported internal clock reset can be attributed to an internal battery that is unable to hold charge. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.